Event description:
It was reported that customer experienced repeated occlusion alarms, calls with tandem customer service were repeatedly disconnected. Attempts were made to follow-up but no response was received. There was no reported impact to the customer¿s blood glucose level.